Manufacturer narrative:
Additional information: section d. D6: explanted date added as it was omitted from the original submission. The device investigation has been completed and the results are as follows: device history record (DHR) results: a review of the device history for lot#6016274 was performed and found no related deviations or abnormalities. Stock product reviewed results: there was no stock product available for review. Returned sample(s)/device inspection results: design engineer and complaint investigator inspected the part returned for investigation. The returned part included only one restoration. The partial abutment was found remaining inside of the restoration and located in the channel for abutment screw. The microscopic analysis confirmed the partial abutment was completely sheared off on the side connecting to the restoration. Both abutment screw and implant were not returned for this investigation. Root cause: the abutment is a part of an overall restoration/abutment/implant system in which both restoration/abutment and abutment/implant interfaces are clamped together by means of an abutment screw. In everyday use, the entire system is subject to both compressive and lateral forces. When sufficient force is applied, the system will fail. The possible root cause for this incident was that restoration/abutment interface was exposed to prolonged lateral force and cause the fatigue of abutment at the portion connecting to the restoration.

Manufacturer narrative:
The product expiration date was not applicable. The device was received and the evaluation is anticipated. Once the investigation is complete, a supplemental report will be submitted.

Event description:
It was reported that an inclusive titanium abutment broke off causing the crown to fall off. The reported abutment broke off while patient was eating. The implant broke approximately 2 years after the procedure was done. There was no reported injury.